Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant was not in the wrong spot. The patient had a bandage and thought it was closer to the leads than what it actually was. The incisions had been seen and the patient was doing well. The patient had discussed her concern with the physician about the location of the implant and the physician assured her the implant was fine where it is and that it is not too close to the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was in the wrong spot. The patient said the incision for the ins was nowhere near where it was supposed to be and where they marked the patient's body. The patient said the wound was within 2 inches of where the wire was and it was way around their back. The patient stated it was supposed to be closer to the side where they could reach it. The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.